Event description:
It was reported that the doctor felt a shock when he pushed the button to activate the ablation. This occurred during a shoulder procedure after about 15 minutes of use. It was replaced and the case was completed with no further issues. There was no patient effect or harm in any way.